Event description:
It was reported by the customer that during a right molar extraction the bur guard overheated and caused a burn to the pt's lip. Bacitracin was applied to the burn and no further treatment was provided to the pt. The customer confirmed that the bur guard read to replace by (B)(6), 1999.

Manufacturer narrative:
As of 08/12/2009 the bur guard has not been returned for eval. The customer confirmed that the bur guard used had expired in august 1999.